Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose reading was 29.4 mmol/l. It was unknown that customer was using auto mode feature of the insulin or not . Customer treated high blood glucose with manual injection. The pump will not be returned for analysis.